Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and the patient was in stable condition.

Manufacturer narrative:
Device was received in bvvi mode and battery at eri level. Device image analysis indicated that backup was caused by exposure to cold temperature after explant, consistent with low battery condition. The device exhibited no telemetry and product code could not be reloaded. The device was cut open and in-circuit battery voltage was measured to be at eri level. A new battery was installed, telemetry was established, and product code was successfully loaded. Further analysis showed that the device lost telemetry when the battery voltage dropped below 2.58v. The cause of the loss of telemetry at or below eri was due to the integrated circuit. The device was implanted for 12.02 years, which exceeded the device¿s 11.56 year projected longevity based average battery current and is considered normal battery depletion.